Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while cleaning up after the previous day cases. It was noticed that the attune rp ps artic surf sz5 was cracked and the tab on the bottom of the insert was broken off. Not sure if all pieces were recovered. Item was found after surgical procedure.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.